Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the had loss of consciousness with hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to lower than 20 mg/dl while wearing the pod for an unknown amount of time. The patient reported being out for 4 hours until there wife was able to wake them up. They did not seek medical attention for this issue.